Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. Approximately 27 months post index procedure it is reported the patient suffered from gastric malignancy and anemia. Gi bleeding was suspected. The patient was on dapt 24 hours prior to the event. Gastroenteroscopy was performed and suggested adenocarcinoma. The patient was treated with medication and a gastrectomy. The patient recovered.